Event description:
It was reported that the procedure was cancelled while the patient was under anesthesia due to an alarm issue. There was a temperature issue displayed on the screen when the device was applied with the connector. Several attempts were made to reconnect, but the screen continued to show the temperature issue.

Manufacturer narrative:
D10 concomitant products: ca15l2, ca15l2 15cm rein percutaneous antenna x1 (lot#:s24lg009). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d1, d2, d4 (model & catalog#, serial#, UDI), g3, g4 (510k), h4, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the procedure, there was a temperature issue displayed on the screen when the device was applied with the connector. Several attempts were made to reconnect, but the screen continued to show the temperature issue. Due to the incident, the procedure was halted momentarily to replaced the defective device and it worked fine.